Event description:
Heating pad smoldered after being on timer for 30 minutes. It was used laying across patient's back. He got up and laid the heating pad on the bed and got in the shower. Patient did not unplug heating pad after use per the user manual (pg. 4 caution bullet one). Approximately 30 minutes later, he got out of the shower and noticed the burning smell and smoldering smoke coming from the bed.

Manufacturer narrative:
Resistance check of the heating element and control box showed that the unit was still functional. There were no open circuits or shorts detected. Inspection of the flexible heating coil did not reveal any nicks or cuts. It cannot be determined whether the unit was on the timer or not. The timer function was tested and found to be functional. The unit power did shut off after 30 minutes. The location of the active and over temp sensors could not have detected the over temperature condition at the opposite end of the pad. Testing of over emperature sensor indicated that it does not shut off the heating element beyond the rated 166 degrees f unless the temperature is in that localized area. It is rated at 194 degrees f. If you fold the pad over and turn it on, the temp. Of pad in the folded area exceeds 166 degrees f while the heating element and circuitry remain functional. The operation manual also states that usage should not exceed 30 minutes, yet the timer will go to 60 minutes. The operation manual states on pg. 4 "caution: unplug when not in use." The timer in the controller could not be proven to be faulty as indicated by customer description. It is suggested that the following series of events occurred in order for the burn to have been possible: patient left pad on. Either setting of 30 mins was mistaken or entire 30 mins did not lapse before customer went to take a shower. When the customer left pad, it was bent over onto itself at the opposite end of the pad from the sensors. Heating circuit continued to heat and heat rating of fabrics was exceeded. This did not exceed the temperature of the heating circuit however.